Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother initially called in for assistance with programming the meter into the insulin pump. During the call, she reported the customer had high blood glucose of 448 mg/dl; treated with a bolus. It was stated that the customer has high due to eating and not treating for it and stated the customer received a no delivery alarm. Mother was assisted with programming. They declined troubleshooting.